Event description:
It was reported that the subject device had vision skips and poor vision. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the r-unit is broken, therefore the pixel shift is incorrect, and the video cable is broken, therefore a noise image occurs. The cause of the of the issues were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had vision skips and poor vision. There was no patient involvement.